Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post lumbar laminectomy and syndrome spinal pain. It was reported that for the last couple of weeks, patient started to notice that ins battery was taking longer to charge up and then she noticed last night the controller case was physically cracking and falling apart, patient said the lithium battery wasn't being held in place by the controller anymore so she wasn't surprised she was having the issues she was having now b/c the lithium battery pack kept loosing connection with the controller. Patient was redirected for replacement of the controller. On (B)(6) 2020, patient stated that she was trying to charge her implant last night but it will not charge at all no matter where she puts the rtm. Patient mentioned that she received a new controller and when she recharged with the new controller, it worked pretty well charging but last night she was not able to charge at all and she would see no device found. Patient said she puts the rtm directly over her implant when trying to charge but then will always get a message saying she can't recharge again. On the call, the patient was able to connect to her implant with just the controller, but when she plugged the rtm into the controller she would always get no device found. Patient said she had a few problems trying to charge her implant off and on which started probably a month ago and patient confirmed those problems were the same she is experiencing now. The rtm would not recognize the implant. The patient was redirected for replacement of the rtm. No symptoms and no further complications were reported. Additional information was received from patient: when asked what circumstances let to the reported event, patient stated that it just got impossible to charge up my stimulator, charger was extremely hot to the touch. A new charger and case were sent to patient and works well now. A replacement recharger resolved the issue. No further complications were reported or anticipated. Additional information was received reporting that it just started taking a very long time to charge and got very hot to the touch. The new replacement parts that were sent out resolved their issues and it worked perfectly now. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), b3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found recharger antenna scratched with marks on the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.